Event description:
Staff was transferring patient from wheelchair to bed. The brakes on bed were locked. When the patient was standing and leaned against the bed, the bed rolled. Staff lowered the patient back into the wheelchair.manufacturer response for med/surg bed, secure 2 (per site reporter): stryker will send a service tech to replace the brake kit components.